Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received supplies in plastic bags and observed two insulin cartridges that were cracked upon receipt. Symptoms included no adverse clinical effects, and blood glucose was reportedly not affected. Outcomes included a supply shortage that was mitigated by sending a replacement box of cartridges via standard shipping. Investigation included collection of event details and request for photographic documentation, which could not be provided by the user. Investigation of this case revealed suspected shipping or handling damage to disposable cartridges, with device function otherwise unaffected and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was probable damage during distribution or handling of consumable components.